Event description:
It was reported that a 41-year-old hispanic/latino female patient underwent a breast reconstruction revision surgery with 490cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture and noticeable animation and deformity of both breasts, which were confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-14039 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: acquired deformity nos, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2021, mentor received the device for evaluation. Mentor received additional information. The patient underwent removal on (B)(6) 2022. On december 23, 2022, mentor completed a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).